Manufacturer narrative:
Further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter displayed a battery indicator. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred in (B)(6). The patient manages her diabetes with an insulin pump and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that in (B)(4), after the alleged issue occurred, she developed symptoms of ¿light-headedness, shakiness and dizziness¿ and that she self-treated with glucose tablets or gel. The patient reported that she obtained results of ¿52 or 53mg/dl¿ on a doctor¿s meter but could not specify when. During the call the cca noted that there was no apparent misuse of the device and it was not the first time it had been used. Based on the information provided, the batteries did not appear to require replacing and the issue was not resolved with training. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event.